Event description:
It was reported that atrial impedance measurements on this pacemaker were high and out of range. The patient had recently undergone magnetic resonance imaging and the caller asked if that could have caused the issue. A technical services consultant discussed it was not likely and that this could be a lead issue. Atrial impedance had been within normal range when in unipolar configuration. The device signal artifact monitoring had detected oversensed noise from the minute ventilation feature. The patient was seen in clinic and is being monitored as the impedance measurements remain normal in unipolar. No adverse patient effects were reported.